Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: cer opt type 1 tpr sleve 0mm, catalog #:650-1066, lot #:2954554, medical product: g7 pps ltd acet shell 56f , catalog #: 010000665, lot #: 6435946, medical product: g7 neutral e1 liner 36mm f, catalog #: 010000858, lot #:6463319, medical product:tprlc 133 mp type1 pps ho 16.0 , catalog #: 51-107160, lot #: 6450916. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00490, 0001822565-2019-02267, 0001825034-2019-02371, 0001825034-2019-02374. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right hip replacement procedure. Subsequently, the patient was treated for a urinary tract infection 18 days after surgery.

Event description:
It was reported that a patient underwent an initial right hip replacement procedure. Subsequently, the patient was treated for a urinary tract infection 18 days after surgery.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.